Manufacturer narrative:
(B)(4).the lot number is unknown; therefore, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use. The home patient (hp) stated they were still connected to the machine and they cycled the power and received a se 2367. The technical service representative (tsr) assisted with clearing the alarm and advised the hp to contact the nurse. Baxter contacted the peritoneal dialysis registered nurse (pd rn) for a follow up regarding reported problem. The pd rn stated they just saw the patient the other day and nothing was mentioned about the alarm. The pd rn stated the patient checked out fine and is not having any problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.